Event description:
As reported, after withdrawal of the 6f exoseal vascular closure device (vcd), it was found that hemostasis was not achieved, and the plug was pulled out together with the closure device. There was no reported injury to the patient. The operator had many years of experience using exoseal. In this procedure, retrograde puncture was performed using a 6f non-cordis short sheath. After the procedure, a 6f exoseal was used for closure and hemostasis. While slowly retracting the device at an angle of approximately 45°, after the pulsatile blood flow in the blood return indicator stopped, the closure device was further slowly withdrawn by about 1 cm. According to standard and normal operation, when retracted until the indicator window changed from black-white to black-black, the left hand fixed the sheath and the right hand pressed the plug deployment button, which could be pressed normally. After holding for 5 seconds, the sheath and closure device were withdrawn together. The device was stored and prepared according to instructions for use. A retrograde approach was used with a 6f non-cordis short sheath. The femoral artery and vessel diameter =5 mm were verified by angiography. No calcium, plaque, stent, or >50% stenosis was present at or near the puncture site. No resistance or difficulty was encountered during device advancement or connection. The device was securely locked, and pulsatile flow was observed. The device and sheath were retracted together until flow slowed and the indicator window turned solid black, with no red observed. The button was fully depressed without excess force, and the device and sheath were removed as a single unit after deployment. Hemostasis was achieved via manual compression. The device is being returned. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.